Manufacturer narrative:
The customer¿s report that the tubing disconnected at the spike and leaked blood was not confirmed. The blood set used during the reported event was not received for investigation. Handling and testing of all the received new set samples observed no issues or separations. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No obvious issues were observed. Handling and testing of all the received set samples observed no issues or separations. The root cause was not identified.

Event description:
It was reported that after spiking the unit of packed red blood cells and unclamping the tubing; the tubing disconnected at the spike and leaked blood onto the pump module and the floor.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that after spiking the unit of packed red blood cells and unclamping the tubing; the tubing disconnected at the spike and leaked blood onto the pump module and the floor.